Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of diabetic ketoacidosis. The patient states that at 1:00 am on 11/07 she became ill with nausea and vomiting. She checked and her blood glucose was 120 mg/dl. Four hours later at around 5:00 am, she was still sick and her blood glucose was now 480 mg/dl. She was admitted to the hospital later in the afternoon and diagnosed with diabetic ketoacidosis. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational of functional failure was detected and the product was within specification.